Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 12, 2020 that a wallflex fully covered biliary stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, on (B)(6) 2020, during scheduled stent removal, an ercp procedure was performed where tissue ingrowth within the stent was noted. Furthermore, it was noted that the stent was stuck in the bile duct and the physician encountered difficulty removing the stent. Subsequently, the stent was removed using forceps taking about a half a day to complete the stent removal procedure. Reportedly, bleeding was noted from the bile ducts after the stent was removed. There is no information if there was any intervention to treat the bleeding.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex fully covered biliary stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, on (B)(6) 2020, during scheduled stent removal, an ercp procedure was performed where tissue ingrowth within the stent was noted. Furthermore, it was noted that the stent was stuck in the bile duct and the physician encountered difficulty in removing the stent. Subsequently, the stent was removed using forceps taking about a half a day to complete the stent removal procedure. Reportedly, bleeding was noted from the bile ducts after the stent was removed. There is no information if there was any intervention to treat the bleeding. Additional information received on january 05, 2021. It was reported that the indication for the stent implantation procedure was benign tissue growth.

Manufacturer narrative:
Block b5 has been updated with additional information received on january 05, 2021. Block h6: patient code 1888 captures the reportable event of hemorrhage, major. Patient code 3191 is being used to capture the prolonged procedure performed to remove the stent. Device problem code 2423 captures the reportable event of stent obstruction within device. Device problem code 1528 captures the reportable event of stent difficult to remove. Block h10: a wallflex biliary fully covered stent was received for analysis; the delivery system was not returned. The stent was received with residues of blood. Visual inspection was performed and the stent was deformed in the proximal section and the stent cover was ripped. The outer diameter (od) of the stent and the stent length were measured and were found to be within specification. No other issues were noted to the stent. The reported events of stent difficult to remove and stent obstruction within device were not confirmed because these failures occured during the procedure and it is not possible to replicate the reported failures in the laboratory during analysis of the device. The investigation concluded that reported events and the observed failures were likely due to anatomical factors; tissue ingrowth within the stent was encountered during the procedure which limited the performance of the device and contributed to the damages in the stent and the stent cover. Additionally, the patient complication hemorrhage is noted in the instructions for use (IFU) as a potential complication associated with the stent removal procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to patient condition. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/ product label.

Manufacturer narrative:
Block h6: patient code 1888 captures the reportable event of hemorrhage, major. Patient code 3191 is being used to capture the prolonged procedure performed to remove the stent. Device problem code 2423 captures the reportable event of stent obstruction within device. Device problem code 1528 captures the reportable event of stent difficult to remove. Block h10: a wallflex biliary fully covered stent was received for analysis; the delivery system was not returned. The stent was received with residues of blood. Visual inspection was performed and the stent was deformed in the proximal section and the stent cover was ripped. The outer diameter (od) of the stent and the stent length were measured and were found to be within specification. No other issues were noted to the stent. The reported events of stent difficult to remove and stent obstruction within device were not confirmed because these failures occured during the procedure and it is not possible to replicate the reported failures in the laboratory during analysis of the device. The investigation concluded that reported events and the observed failures were likely due to anatomical factors; tissue ingrowth within the stent was encountered during the procedure which limited the performance of the device and contributed to the damages in the stent and the stent cover. Additionally, the patient complication hemorrhage is noted in the instructions for use (IFU) as a potential complication associated with the stent removal procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to patient condition. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/ product label. Block h11: block h6 (patient code) have been corrected based on review of additional information received on october 20, 2020.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex fully covered biliary stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, on (B)(6) 2020, during scheduled stent removal, an ercp procedure was performed where tissue ingrowth within the stent was noted. Furthermore, it was noted that the stent was stuck in the bile duct and the physician encountered difficulty removing the stent. Subsequently, the stent was removed using forceps taking about a half a day to complete the stent removal procedure. Reportedly, bleeding was noted from the bile ducts after the stent was removed. There is no information if there was any intervention to treat the bleeding.